Manufacturer narrative:
The manufacturer previously reported a ventilator was not cycling properly and failed during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not cycling properly and failed during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.